Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stuck in lesion occurred. The target lesion was located in the tortuous and severely calcified proximal to middle segment of the circumflex artery. An opticross¿ imaging catheter was selected for use. Following diagnostic evaluation with intravascular ultrasound, the physician attempted to withdraw opticross¿, however, it was noticed that the catheter was stuck in the calcified curves in the proximal segment of the circumflex artery. A guide catheter was then inserted, pulled the opticross¿ and the opticross¿ was removed successfully. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that there was no damaged on the distal tip or guidewire exit port assembly. A kink was observed in the imaging window assembly in the distal end. The telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stuck in lesion occurred. The target lesion was located in the tortuous and severely calcified proximal to middle segment of the circumflex artery. An opticross¿ imaging catheter was selected for use. Following diagnostic evaluation with intravascular ultrasound, the physician attempted to withdraw opticross¿, however, it was noticed that the catheter was stuck in the calcified curves in the proximal segment of the circumflex artery. A guide catheter was then inserted, pulled the opticross¿ and the opticross¿ was removed successfully. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.